Manufacturer narrative:
Additional device product codes: hty.complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, that the guide wires snap when drilled over and remain in the body. The guide wires are used for the 4mm cannulated screws. Patient outcome was unknown. Concomitant devices reported: cannulated screws (part number unknown, lot unknown, quantity 1). This report involves one (1) guidewire ø1.25 w/thread-tip w/trocar l1. This is report 1 of 1 for (B)(4).